Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy and has manual injections available for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.